Manufacturer narrative:
Satisfactory performance using in house reagent. The patient was the initial reporter, so personal information was not entered.

Event description:
Customer alleged high reading using his contour next link meter. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.